Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was placed in the coronary sinus, causing phrenic nerve stimulation. The lead was explanted and replaced.